Event description:
Healthcare professional reported right side rupture, ¿fine cystic images¿ not device related, and ¿axillary regions with small benign lymphadenopathies." The device remains implanted.

Manufacturer narrative:
Initial reporter additional email: (B)(6). Initial reporter phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.